Event description:
Customer reported the alarm is not sounding when pressure is added to the mat. The customer reported he has to either kneel down on the mat against his knees or stand on his toes, while applying pressure to the mat, for the alarm to sound. Customer did not provide a date when this was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned unit, confirmed the reported issue that the sensor is not triggering the alarm to sound. There are some areas of the sensor that when standing on, will not sound the alarm unless standing on tip toes. The sensor was tested with a known working alarm. Note: instructions for use state: always test sensor before leaving pt unattended. Apply pressure to pad and then release. Do this at several places along the entire length of the mat. Alarm should activate each time you apply pressure. If sensor fails any test, stop use at once and replace with a sensor. Sensors past warranty expiration date may fail, causing false alarm or no alarm. (B)(4).